Event description:
It was reported to philips that the system gave an alert indicating there was an error in flat detector controller connection which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. As it was a remote alert, the customer was unaware that there were any issues with the system as it was operating normally. The philips field service engineer (fse) inspected the system onsite and confirmed a flat detector controller connection error. Upon troubleshooting to resolve the issue, the fse cleaned both ends of the fiber optic connectors. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; as such, the complaint was reported. Since that time, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it on the same system as planned. The procedure was finalized without a delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.